Event description:
The device appropriately detected an induced arrhythmia during an attempted implant but did not deliver therapy. Two programmer commanded (pc) shocks were then delivered but did not convert the pt to sinus rhythm. The pt was rescued by external defibrillation. The device was not implanted. A stored egm report showed a noise reversion had occurred prior to the pc shocks. The interrogation data indicates that the high voltage lead impedance may have been low. As stated in the physician's manual, the device can be damaged if an output of 750 volts is delviered into a low impedance load. This kind of damage could result in a subsequent failure to deliver appropriate therapy.

Manufacturer narrative:
Eval summary: it is believed that there was an insulation breakdown between hv and hv/2 in the output module of this device causing an arc between output transistors.the arc caused excessive energy to dissipate throughout the output module, which melted wire bonds and other components and allowed voltage breakdown across other points in the module. In conclusion, the cause of the insulation breakdown was not determined and it is not known if external defibrillation affected the device. Corrective action: the output module substrates have been redesigned to increase the spacing between ground and high voltage thereby decreasing the probability of arcing between output transistors.